Event description:
It was reported the suture of a prostyle device successfully achieved hemostasis on the common femoral vein after an interventional ablation procedure on (B)(6) 2021. The patient returned to the hospital on (B)(6) 2021 due to swelling in the leg at the location of the prostyle suture. Echo and computed tomography (CT) were done, and it was confirmed there was a backwall stitch that caused an occlusion. The occlusion was treated by surgically removing the prostyle suture. No additional information was provided.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported backwall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.